Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery died during transport in an ambulance from one facility to another. It was stated that a patient was being transported on 3 intravenous medications and that within 2 hours of being unplugged, the battery died, which was unfortunately not enough time for the patient to be transferred successfully. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The user facility reported that the issue occurred during use on an ambulance. The spectrum iq operator¿s manual contains the following warning associated with use on a motor vehicle, including an ambulance: ¿motor vehicle or aircraft use: do not use the spectrum iq infusion pump with dose iq safety software in a motor vehicle or aircraft. This device has not been tested or evaluated for use in motor vehicles or aircraft (e.g., ambulance or medflight helicopter). Use in a motor vehicle or aircraft can cause the device to operate improperly. Should additional relevant information become available, a supplemental report will be submitted.